Event description:
Reported as "leakage of system at the conncetion between port and bandsystem." Event further clarified as damaged tubing section was removed and returned. Non-damaged tubing reattached, so original port and band remain implanted.